Event description:
It was reported a spectrum pump had a defective keypad. It was also reported there was no pt involvement related to this condition.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported condition, defective keypad, was confirmed during functionality testing, as well as reproduced through further investigation. When attempting to navigate through care area/drug selection, and attempting to input desired parameters, and automatic output of th #5 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 15 will be displayed interfering with mdl drug searching opportunities). The keypad will be replaced. Baxter has initiated a CAPA to further investigate the issue.